Event description:
It was reported that the health care professional (hcp) had concerns about oversensing on this pacemaker. Technical services (ts) was consulted and reviewed the stored atrial tachy response (atr) episodes, observed what appeared as inappropriate mode switch due to farfield oversensing. Ts provided some reprogramming recommendations to avoid future sensing issues. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.